Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that foreign objects inside the nozzle were found. There was not patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the definitive cause of the foreign objects remaining in the device was not determined. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.